Event description:
No patient was directly involved with this incident. Saturation (sat) probe was pulled from cr (cardiorespiratory) monitor in patient room and a piece of the plastic broke off and is stuck inside of the monitor. A new sat probe cord was taken from the patient room and that cord also broke off and a piece was left behind in cr monitor. Clinical engineering work orders were placed and supervisor was notified. Bio engineering stated that this is a frequent occurrence and this is a frequent repair. If the cable is not pulled out in a straight line, the connector cover breaks off and a part stays in the machine and will not allow another cable to be plugged in. Incidents may be occurring because of use error.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.